Event description:
The customer reported that, the unit experienced a problem with the therapy knob (energy select switch) where it would not select the desired joules setting. If the switch was wiggled, then the unit was able to select the desired setting.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.